Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d10, d9, h3, h6 (type of investigation, investigation findings, investigation conclusions) additiona initial name: (B)(6) correction: event site state: none a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the pneumatic module assembly (0997-00-1178). The unit passed all factory-specified performance and safety tests. The iabp was returned to the customer and was ready for clinical use.

Event description:
N/a

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) during routine maintenance that the pneumatic test failed, the hospital stopped using it after the problem occurred. No harm.

Manufacturer narrative:
Updated field: b4, g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Due to character limitation in e1 full event site name: (B)(6) hospital, chinese academy of medical sciences e1 for event site address, the full event site address: (B)(6). Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6).